Manufacturer narrative:
Unable to verify soft ware due to blank display. The insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to verify critical pump error and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Also, the insulin pump was received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches noted. No unexpected vibrating noted. The insulin pump was received with serial number label fading.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 127 mg/dl at the time of the incident. The insulin pump will be returned for analysis.